Event description:
It was reported that pump displayed malfunction code 24 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use insulin injections as backup therapy, while technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it within 10 days, and advised customer to program settings and connect continuous glucose monitor on replacement pump.